Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "suspected rupture diagnosed via ultrasound, pain, and recall." Later healthcare professional reported "rupture confirmed via surgery." This record is for the left side. The device has been explanted and replaced with an unknown device.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ migration: unable to observe through visual inspection as it is a physiological phenomenon. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation, creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "suspected rupture diagnosed via ultrasound, pain, and recall." Later reported "rupture confirmed via surgery.". Patient later reported "rupture (over several years), changes in shape and the pain", "material compression, bleeding, loss of volume, capsular contracture baker grade iii diagnosed by ultrasound on (B)(6) 2025". This record is for the left side. The device has been explanted and replaced with an non-abbvie device.

Event description:
Patient reported left side "suspected rupture diagnosed via ultrasound, pain, and recall." Healthcare professional later reported "rupture confirmed via surgery." Patient additionally reported "rupture (over several years), changes in shape and the pain," "material compression, bleeding, loss of volume, capsular contracture baker grade iii diagnosed by ultrasound," and "significant material fatigue." Patient undergone capsulectomy. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.